Event description:
It was reported when the device was used during a gynecological procedure, resistance was felt prior to firing. Eventually the device gave way and was fired as usual, but the staples did not form correctly. The case was completed using sutures. There was no pt consequence.